Event description:
Device utilized during laproscopic tubal ligation. The light guide was removed while the camera was still turned on and connected to the rigid scope. The camera automatically increased the light intensity to maximum and a burn was noted on the surgical drape.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed. Results of evaluation: design - human factors, labeling - inadequate instructions for use. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.